Event description:
It was reported that the right ventricular lead exhibited high thresholds due to clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Improper steroid plug position was noted.